Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker had a software anomaly. The device was not used and no patient was involved.

Manufacturer narrative:
Correction,, the original reported product of pacemaker serial number: (B)(4) was incorrect. The product at fault was the programmer serial number:12048440